Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine follow-up, the auto capture threshold trend reported increased outputs. High capture threshold was observed. The patient had an atrial and ventricular rf ablation around the same time. Programming changes were made. Measurements showed improvement at a subsequent follow up. The patient will be monitored.

Event description:
New information received notes that the patient was brought in for a fluoroscopy which revealed externalized conductors. The lead showed normal electrical function. The lead remains implanted and the physician has elected to monitor.